Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.

Event description:
The customer reported that insulin pump is not functioning properly and insulin was squirting out. The customer also mentioned receiving an error alarm. No further information was provided.